Manufacturer narrative:
D10: 300-01-11 - equi, huml stem prim, press fit 11mm: (B)(6), 320-06-38 - glenosphere 38mm: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6), 320-20-42 - eq rev comp scr lck cap kit, 4.5 x 42mm: (B)(6), 320-20-42 - eq rev comps scr lck cap kit, 4.5 x 42mm: (B)(6), 320-20-46 - eq rev comp scr lck cap kit, 4.5 x 46mm: (B)(6), 321-20-00 - equi rev shoulder drill kit: (B)(6), 321-20-00 - equi rev shoulder drill kit: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 322-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient reported experiencing severe pain as a result of their implant. As a result, the patient is scheduled to undergo a left shoulder revision on a future date. No further patient impact reported. No further information available.